Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention was performed. The patient was in stable condition.